Event description:
Technician found that the ground resistance was too high while performing preventative maintenance. He reported that the ground prong was loose on the ac plug. He replaced the ac plug and this resolved the loss of ground. He reported that this bed was found out of service in a storage area.